Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmc4640c200te, serial/lot #: (B)(6), ubd: 27-feb-2021, UDI#: (B)(4) this report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted during an endovascular procedure for the treatment of a 65mm thoracic aortic aneurysm. It was reported approximately 19 months post index procedure that the physician requested films to be reviewed for the presence of stent ring enlargement or fracture. Corelab reviewed the films and did not have any initial observations, however they expressed concern for a stent ring enlargement based on the stent size, but they reported their measurements were unreliable due to image quality (slice thickness) and lack of contrast. No cause of this event has been provided. No additional clinical sequalae has been provided and the patient is fine.